Event description:
It was reported that (2) tct75 were used during a unknown procedure. It was reported by the rep that the device would not cut and would not staple. Opened another device to complete the case. No adverse pt outcome.